Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork had been conducted. The review of the mfg paperwork verified that this lot met all pre-release specs. Type ii endoleaks are a known risk factor for endovascular treatment of abdominal aortic aneurysms. Type ii endoleaks are a result of pt anatomy, and are not indicative of device failure. Available info does not indicate any evidence that the device contributed to the observed type ii endoleak.

Event description:
In 2007, the pt was treated with four gore tag thoracic endoprostheses as part of the tag study, pt study. It was reported that the pt experienced a proximal type I endoleak. Per the clinical site coord it was reported that the type I endoleak resolved on its own. However, the pt had developed a type ii endoleak. The cause of the type ii endoleak could not be determined. Five months later, it was reported that the treating surgeon and radiologist agree that the pt is not experiencing a type ii endoleak. Imaging analysis confirms contrast outside of the implanted devices; however, the source of contrast is undeterminable. Two months later, the pt underwent an embolization procedure to resolve a type ii endoleak which, according to trialmaster, onset on original date. The embolization did not resolve the type ii endoleak, and no further treatment has been planned.